Event description:
It was reported by the patient's parent that the needle mechanism had fully deployed before the pod was able to be used. The reporter stated the needle came out but could not confirm if the cannula was visible. No impact to the patient's glucose level was reported. A new pod was successfully placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release review could not be completed as an invalid lot number was provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.